Event description:
It was reported that (1) device was used during a vaginal hysterectomy. It was reported by the rep that the tsw45 misfired (it did not form staples). Another device was used to complete the case. There was no consequence to the pt.